Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot # 23314084.

Manufacturer narrative:
Manufacture date: 08/21/2014. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/21/2014 to 09/19/2014. There was no significant trend observed. Thirty-two (32) retains bis were subject to functional evaluation. Thirty-two bis met specification as no growth was observed after incubation. Also, no damage or leakage was observed with the retains. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disk changed correctly. A customer letter will be sent regarding the load not recalled issue. Trending analysis for the product code of "suspected positive bi" was reviewed from september 2013 through august 2014. The trend was initially reported as "low." The corrected information states "a significant trend was observed and is being investigated."

Manufacturer narrative:
Method: no product was returned. Also, the involved lot of the cyclesure® bi could not be identified as the customer discarded the bi; consequently, no testing of retains is possible. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes, failure mode and effects analysis, and health hazard evaluation. ¿ the DHR could not be performed as the customer discarded the suspect positive bi and lot number is unknown. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from september 2013 through august 2014. The risk is categorized as "low." ¿ trending analysis for the product code of ''load not recalled" was reviewed from september 2013 through august 2014. The risk is categorized as "unlikely." ¿ trending analysis could not be completed as the lot number is unknown. ¿ the fmea was reviewed and indicates that the rpn associated for the failure mode is at an acceptable level. ¿ the hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Insufficient information is available to determine the most probable cause of the issue. The retains product was unable to be evaluated due to unavailable lot information. The suspect positive bi was not received for evaluation and therefore could not be inspected for signs of user error. The severity of the suspected positive bi was defined as ¿negligible.¿ tracking and trending data has not identified a trend that requires investigation. As a result, root cause evaluation will not be performed. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. Five items from the load were released and used on patients before the results were confirmed. The exact items released for use is unknown. There was no injury or harm associated with the issue. In the event additional information is received, asp will submit a supplemental medwatch report. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.